Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of electromagnetic interference (emi) noise which caused pacing inhibition for the patient. The source of the emi was thought to have been due to unrelated medical treatment the patient was receiving. No changes were made and the pacemaker remains implanted and in service. No adverse patient effects were reported.